Manufacturer narrative:
Continued initial reporter, postal code: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Healthcare professional reported "right side 'pain' and diagnostic testing details observed 'infection'." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec and crease fold. Air voids in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported "right side 'pain' and diagnostic testing details observed 'infection'." Device has been explanted.